Manufacturer narrative:
(B)(4). Additional information was received that no further information can be obtained. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that patient passed away of heart complications. It is unknown if the event is device related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, description: linear st lead, 50cm.

Event description:
A report was received that patient passed away of heart complications. It is unknown if the event is device related.